Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6)underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the week of (B)(6) 2018, the patient experienced a jejunal perforation with subsequent peritonitis. The patient had emergency surgery to resect the affected portion of the jejunum, and the peg-j tubing was removed. On (B)(6) 2018, the peg-j tubing was replaced.

Event description:
In (B)(6) 2018, the patient experienced abdominal collection, respiratory failure, atelectasis, and myopathy. The patient was treated with meropenem for the abdominal collection. In (B)(6) 2018, the peritonitis resolved.

Manufacturer narrative:
(B)(4).